Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. It was noticed while prepping the taxus liberte' 3.5x20mm drug eluting stent, the stent appeared to the frayed. It was not indicated how the procedure was finished. No pt complications occurred. This products is similar to a marketed us device.